Event description:
A facility representative reported that, following an intraocular lens (iol) implant procedure, the patient had poor visual acuity and complained of being unable to see. The lens was exchanged in secondary procedure 2 months following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, the iol was replaced with monofocal lens.